Event description:
A dural puncture occurred during a trial implant procedure for an evoke spinal cord stimulation (scs) system. The patient developed a spinal headache post procedure. A blood patch procedure was performed to resolve the reported event.

Manufacturer narrative:
The epimed epidural needle was not returned to saluda for analysis. The root cause of the dural puncture could not be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include cerebrospinal fluid (csf) leakage.¿